Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, device test failed and pump error alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving a pump error. Troubleshooting was performed. The customer was able to clear the error and complete rewind if requested. Fill cannula delivery test was completed and confirmed as recorded in daily history. Error table did not indicate that the pump should be replaced. The customer reported a vibrate anomaly. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the functional tests, including the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Vibration was heard during self test. No vibrate anomaly noted. Thump and carelink software was utilized and downloaded trace/history files properly. No unexpected fatal or critical handling alarms noted in the pump history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Pump received with scratched case and cracked keypad overlay. No device problem found during full functional testing. Alleged vibrate anomaly and device test failed not confirmed during full functional testing. Alleged e/a alarm unspecified not confirmed during testing or in the pump history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.